Manufacturer narrative:
An evaluation of the esu was performed by the hospital. They reported that the all of the generator's features were functioning properly. A review of the unit's device history record (DHR) was completed and no anomalies were found. Based upon the provided information, it appears that an unintentional activation of an instrument on or near the patient caused the patient incident. The esu user manual explicitly states that instruments must be placed in a safe place: sterile, dry, non-conductive, easily visible. Stored instruments must not come into contact with the patient, medical staff or flammable materials. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an intraoperative procedure. No specific information was provided on the type of procedure, accessories used, settings of the unit, etc. During the surgery, a handle was inadvertently activated by a footswitch (note: the surgeon had intended to activate forceps.). This caused a burn to the patient. The specifics involving the tissue damage (i.e., the severity of the burn), patient's condition, intervention work, etc. Was not made available to erbe.